Manufacturer narrative:
Investigation: customer returned (99) 3/10cc, 8mm, 31g relion syringes (9 in an open poly bag, 90 in sealed poly bags) from lot # 8295955 in a shelf carton for 1/2cc, 8mm, 31g relion syringes from lot # 8186622. Customer states that there is a mixed product. A product mix between lot # 8295955 and lot # 8186622 would be unlikely to occur during the manufacturing process as these lot numbers were manufacturing approximately 100 days apart from each other. This mix likely did not occur during the manufacturing process. A review of the device history record was completed for batch# 8186622. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
Material no: 328509, batch no: 8186622. It was reported that during use of the relion¿ insulin syringe the consumer received mixed product. Box reads: 1/2ml, 31g, 8mm. Bags inside read: 3/10ml, 31g, 8mm. The following information was provided by the initial reporter: pharmacist reported mixed product. Box reads: 1/2ml, 31g, 8mm. Bags inside read: 3/10ml, 31g, 8mm. Lot: 8186622. Date of occurrence: (B)(6) 2019. Stated box was delivered that way.

Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary customer returned (99) 3/10cc, 8mm, 31g relion syringes (9 in an open poly bag, 90 in sealed poly bags) from lot # 8295955 in a shelf carton for 1/2cc, 8mm, 31g relion syringes from lot # 8186622. Customer states that there is a mixed product. A product mix between lot # 8295955 and lot # 8186622 would be unlikely to occur during the manufacturing process as these lot numbers were manufacturing approximately 100 days apart from each other. This mix likely did not occur during the manufacturing process. A review of the device history record was completed for batch# 8186622. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description a product mix between lot # 8295955 and lot # 8186622 would be unlikely to occur during the manufacturing process as these lot numbers were manufacturing approximately 100 days apart from each other. This mix likely did not occur during the manufacturing process. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 328509, batch no: 8186622. It was reported that during use of the relion¿ insulin syringe the consumer received mixed product. Box reads: 1/2ml, 31g, 8mm. Bags inside read: 3/10ml, 31g, 8mm. The following information was provided by the initial reporter: pharmacist reported mixed product. Box reads: 1/2ml, 31g, 8mm. Bags inside read: 3/10ml, 31g, 8mm. Lot: 8186622. Date of occurrence: (B)(6) 2019. Stated box was delivered that way.